Event description:
Event description boston scientific received information that during a follow-up visit, this right atrial lead triggered the device lead safety switch feature due to impedance measurements >2500 ohms. No adverse patient symptoms were reported.